Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: 2018, (B)(6), product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 20-jul-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 20-jul-2022, UDI#: (B)(4). Reflects both the main component and other applicable components. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient was complaining that she was receiving a message stating her "desired settings cannot be delivered" on her patient controller. Patient was unable to increase the intensity to her usual settings across all groups and programs. Patient met with the patient in the office to test the impedances. Upon interrogation, the manufacturer's representative found that electrode 11 was over 40k and marked red/do not use. This electrode was being used for her current program across all groups and programs. The rep reprogrammed the patient, creating adequate coverage without using electrode 11. Patient was able to adjust intensity to her liking. Issue was resolved at the time of the report. No further complications were reported/anticipated.

Event description:
Additional information was received from the rep who reported the cause was not determined. No falls or trauma reported that could lead to electrode 11 being out of range.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.